Event description:
It was reported that an ilet pump screen cracked while the user was active and carrying the device in a pocket, after which the screen would unlock but navigation was not possible; the user removed a screen protector without improvement and reverted to backup therapy while blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health, therapy continued via backup method, and continuous glucose monitoring continued with a dexcom g7 application or receiver. Investigation included case intake, replacement arrangement, user guidance to shut down the device to avoid further alerts, and instructions for data sync to the mobile app prior to return and inspection of the returned device. Investigation of this device revealed a cracked display with loss of functional navigation consistent with physical damage to the screen component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to handling or user activity.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.